Event description:
Bio med called regarding a medley pump that had allegedly over-infused on a patient. Infusion device programmed to infuse for 4hr and infusion completed within 2hr 15 min. No patient injury reported.